Manufacturer narrative:
The event date is an estimated date from the report of the event occurring a few months after (B)(6) 2016. The previous pump exchange that was referenced in this section was reported under medwatch report # 2916596-2017-01373. (B)(4). Approximate age of device ¿ 72 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a second pump thrombus a few months after the previous pump was exchanged on (B)(6) 2016. The patient was on bivalirudin at an unspecified time. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported suspected pump thrombosis could not be conclusively determined as no product was returned for evaluation. The patient remains ongoing on vad support. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.